Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise, low impedance, and high capture thresholds were observed. When the pocket was opened, a small insulation break was observed at 3cm from the is-1 connector. The lead was capped and replaced.